Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 125 mg/dl. Customer had a blank display, non-responsive screen, tried new batteries, and another cap that she still had. No screen. The customer was assisted with troubleshoot and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the spring is neither damaged nor corroded. Customer does not have a new battery that meets IFU guidelines to test with the pump. Customer was also assisted in programming pump. The customer was advised to revert to the back-up plan. The insulin pump will not be returned for analysis.